Event description:
Dislodgement of the right s1 set screw from the caudal end of the rod. Dislodgement of the set screw at the left l4 screw rod connection. This problem was detected three weeks postoperatively. Revision surgery performed in 2008. Retrieval analysis to be performed.